Event description:
It was reported during the procedure that there were high thresholds noted on the right ventricular lead. The rv lead was explanted and replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.